Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that his insulin was exposed to high heat and he was also suffering from a lung infection. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels and a lung infection.